Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack on the insulin pump. The blood glucose reading is unk. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass. It also had a cracked lcd window, cracked case on display window corner, cracked battery tube threads, cracked reservoir tube window and broken reservoir tube lip.